Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique prior to an interventional percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the first proglide suture was successfully pre-placed. The second proglide suture was deployed however the device was unable to be removed. The lever was lifted and re-closed however the device remained stuck. A cutdown was performed to remove the device. Post procedure, the access site was surgically closed. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The entrapment could occur if the foot captured tissue, or suture or the device needle captured and becomes entangled with prior implanted suture. In this case, it is likely the sutures of both devices became entangled preventing the second device from removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation changed from yes to no.